Manufacturer narrative:
Investigation checking the manufacturing charts of the involved lot #17ap040, no pre-existing anomaly was found on the 33 devices manufactured with the same lot #. This is the first and only complaint received on this lot #. Based on a preliminary evaluation of the description and according to the surgical technique, we would like to highlight that the correct instrument for implanting the definitive cup is the wrench for delta cup (code 9055.51.015). The use of the beater - positioner - aligner (code 9057.20.555) for implanting definitive acetabular cups is considered off-label, as it is specifically intended for positioning trial cups. We submit a final MDR when the devices are returned and the investigation will be completed.

Event description:
During the hip surgery performed on (B)(6) 2025, the surgeon impacted delta tt cup 54 mm (5522.15.540, lot#2502334) with beater - positioner - aligner, which was attached to the cup, but it was impossible to removed it from the cup. Again, the cup was inserted, and it was unstable. Therefore, he reamed for a cup (56mm) and the cup was implanted. Due to the event, the surgery was prolonged for 20 minutes. Below is the suspected product: beater - positioner - aligner (9057.20.555, lot#17ap040) - product sold in us. Event happened in japan.